Event description:
The patient reported that they were using excessive exercise to help patient lower their blood glucose level. Patient used the suspect device to check their blood glucose level at 7:55am and the result was 126mg/dl. Patient then took 4 lispro and 24 units of nph insulin. At 11:00am the suspect device read 94mg/dl. Patient didn't do anything for this result. At 4:30pm the suspect device read 246mg/dl and patient took 6 lispro. At 8:30pm the suspect device read 122mg/dl and patient took 4 lispro. Patient ate regular meals throughout the day and ate a lighter dinner. In the evening family member found patient unconscious. Patient was taken to the hospital and doesn't recall their glucose level. Patient did received treatment of an IV, oxygen and food. Glucose controls were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.